Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid 15 mg/ml; 5 mg/day via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease. The date of the event was (B)(6) 2016. It was reported an alarm was heard and confirmed by telemetry. A critical alarm occurred; low battery reset. The pump logs were checked. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.